Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. It was resolved by replacement of the pressure transducer printed circuit board (pcb). Pressure transducer pcb measures the pressure, conveyed via the pressure tube connected to this block by its differential pressure transducer. With differential reference to the ambient pressure, the output signal is proportional to the measured pressure thus giving a linear measurement in the range -40 cmh2o to +160 cmh2o. The ventilator passed all functional and safety tests and was cleared for clinical use. The defective part was not returned for investigation, despite request. The reported issue was confirmed in provided device's logs. The issue was related to pressure transducer pcb.

Event description:
It was reported that the ventilator failed several tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).